Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient removed the sensor from their arm and noticed that an abscess developed at the needle puncture site. On (B)(6) 2025, the parent consulted a physician who diagnosis the patient with cellulitis and prescribed an oral antibiotic medication (cephalexin 500 mg, three times per day for seven days) for the infection. At the time of report the infection site had already healed, but the parent continued to monitor the site. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.